Event description:
This report is device 1 of 2: health professional reports: unspecified lab system inr result 1.0. Three consecutive hemochron signature plus system inr result 3.4. Unspecified lab system inr result 1.2. Patient therapeutic range not reported. No report of adverse event, serious injury, or intervention. This event occurred in a foreign country.

Manufacturer narrative:
(B)(4). Customer reports acceptable liquid quality control results. Manufacturer evaluation / investigation pending product return.